Event description:
Note: this MFR report pertains to the first of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-04676 for a description of the second event. It was reported to boston scientific corporation in 2008 that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed the day prior. According to the complainant, the cut wire broke while inside the pt. The wire remained attached to the sphincterotome and did not detach inside the pt. The physician attempted to complete the procedure with a second hydratome rx sphincterotome.

Manufacturer narrative:
Visual examination of the returned device revealed that the exposed cutting wire was broken. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. The broken ends of the cutting wire appeared burnt and blackened. This indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include improper tome position allowed the cutting wire to abut the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. The cause of the damage could not be determined. The device history record for this lot was reviewed; no anomalies were noted. The august 2008 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The hydratome rx sphincterotome is included in the jagtome product family.